Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (including pressure and clear passage under water testing) were completed and the device performed according to product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, continu-flo solution set would not prime. The event occurred when the user removed the blue cap and the solution did not flow. There was no patient involvement. No additional information is available.